Event description:
The customer reported that there was a communication error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supplies and boards were evaluated and reseated. The system software was reloaded. The system was tested and found to be working as intended and returned to service.